Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the lead's helix was retracted. There was no helix irregularities noted. Dried bodily fluid was found in the helix housing and neck region. A resistance test was completed to assess the lead's electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information from a product experience report (per) that this lead, implanted on (B)(6) 2017 was explanted on (B)(6) 2017 due to microperforation. The perforation was confirmed by no capture at maximum output in unipolar configuration. When reprogrammed to bipolar, diaphragmatic myopotential during forced exhalation at 2.4 volts at 0,4 ms. Diaphragmatic stimulation occurred at 6 volts. This lead was explanted and replaced with model#7742. The lead is enroute to boston scientific for laboratory testing.